Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (produces faults) was confirmed. As received, the charger/modem was unable to charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The cause of the faults is the shorted transistor. The root cause of the shorted transistor cannot be positively identified.no adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was producing charger faults.